Event description:
On (B)(6) 2013, the lay user/patient in (B)(4) contacted lifescan (lfs) to report the one touch verio iq meter was giving inaccurately high readings. The patient obtained the blood glucose reading of 137 mg/dl on the reported meter and a laboratory result of 106 mg/dl. The patient's testing technique was correct and the test strips were in good condition and within opened expiration dating. The patient did not report experiencing any symptoms or medical attention. The patient did not suffer any injury due to the reported meter. There was no patient injury associated with this issue. However, as the test results fell outside expected values for accuracy testing, this complaint is being reported. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 ¿ (07/29/2013). The patient¿s meter has been returned and evaluated by lifescan product analysis on 4/30/2013 and 7/24/2013, respectively, with the following findings:the meter passed all testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
The lay user/patient's product(s) have been returned and evaluated by lifescan product analysis on (B)(4) 2013 with the following findings: the test strips involved in this case have passed all testing and the complaint was not confirmed. If any additional information is available, the FDA will be notified in a follow up report. At this time, we consider this matter closed.